Event description:
It was reported that in routine inspection, found that the package was pierced. The reload was not used on the patient.

Manufacturer narrative:
(B)(4). The complaint indicated that the package was pierced. The package was visually inspected and it was confirmed that there was a hole in the tyvek. The package was in very poor condition and there was evidence of compression it appeared that the package had been stored outside and its carton and may have been smashed and compressed in the bin. There were scrapes on the film blister and on the tyvek surface. The package had been over labelled and it appeared the scrapes were also present on the surface of the customer¿s over label suggesting that the damage on the package happened after over label as the hole was approximately .5" in diameter and was detectable with the naked eye. The damage would have been noticed during over label as over labeling occurs prior to inspection. The hole was directly above the over label and appeared to be caused by pressure on the package that caused the hole in the tyvek and also made the device¿s swing tab to fall out. The package damage was suspected to be caused by handling and storage external to ees packaging. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.